Event description:
On (B)(6) 2009, the pt reported that while changing the insulin cartridge, she noticed that the display of her infusion device looked "funny" and half of the stop sign was displayed. She changed the battery twice and eventually the display went blank. She stated that the infusion device was not dropped or exposed to water or extreme temperatures and there were no visible cracks or damage. To troubleshoot, the pt was instructed to insert a new battery and she stated that she could hear the infusion device complete the self-test but the display remained blank. There were no signs of moisture in the insulin cartridge. No physiological effects were reported. The pt stated she would switch to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.